Manufacturer narrative:
Device evaluation the device was returned with the manifold safety locking pin loose. The protégé everflex sds was received with the outer sheath advanced proximally exposing the distal end of the stent. The device was received with a bend on the shaft adjacent to the strain relief and a kink approximately 44cm from the tip. The deployment paddles are approximately 101mm apart (93.0mm-105.0mm). A 20cc water filled syringe was used to flush the guidewire lumen and the annual spaces. A 0.035¿ guidewire was loaded without issue. The device was loaded into a deployment fixture and the stent was deployed with a maximum peak force of 1.00lbs (less than 3.00lbs). The stent and sds inner guidewire lumen assembly were examined; no abnormalities were noted. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege everflex during treatment of a calcified and plaque lesion in the patient¿s distal superficial femoral artery (sfa). Moderate vessel calcification is reported. It is reported the sfa was occluded and the popliteal artery was stenosed. There was no damage noted to the packaging prior to use. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. No damage was noted to the deployment mechanism or device handle prior to use. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was not performed. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. An everflex entrust was successfully implanted from the proximal end of the popliteal artery, and the physician then intended to implant the protege everflex in the sfa. Deployment issues are reported. It is reported the pre-deployment position could not be reached. Several attempts were made unsuccessfully. It is reported following repeated attempts, when preparing to deploy, the outer sheath could not be withdrawn, and the stent could not be deployed. It is reported that stent struts were exposed within the patient. The lock-pin had been removed prior to attempted deployment. The device was safely withdrawn, and the patient was referred for surgery to complete the procedure. No patient injury reported.